Event description:
It was reported one of patient's leads had high impedances. Investigation was unable to identify which lead attributed to the issue. The patient's ipg also had reached end of life and it is unknown if this occurred prematurely. Surgical intervention was undertaken wherein the lead and the ipg were explanted and replaced to address the issues. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000114662.